Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ECG a to the front therapy electrode were pulled from the strain relief, damaging wires in the cables. Additionally, the j703 connector was pulled off of the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to complete incoming functional testing.